Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported experiencing right sided jaw pain and their bottom back tooth has cracked. They seen their dentist, and was informed that the tooth cracked from the pressure from the way their teeth were aligned. They also have a big space between their two front teeth. Their dentist also did x-rays as they are now having left sided jaw pain. Requested letter of recommendation, photo of cracked tooth, advised dental visit for treatment of cracked tooth and diagnostic findings from that visit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.